Event description:
Periocardiocentesis performed in 2004. Upon removal of catheter 3 days later, catheter tip became lodged-unable to remove. Pt had tip of catheter removed in o.r. That day. Pt is stable.